Event description:
Hcp reported catheter break. Routine study required catheter evaluation 3 months post-implant (bdnf study). No csf was obtained and exploration showed a catheter break just before the catheter entered the spinal canal. A piece of catheter remains in the intrathecal space. Hcp reported there was no pt complications. The catheter was replaced with a new catheter.